Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. After the guide wire crossed the lesion, a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at an unknown pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.